Event description:
I recently got a new CPAP after the old (B)(6) one was recalled. I had used the recalled machine consistently since (B)(6) 2015. For several years, starting at about that time, I have had a continual dry, hacking cough. Since I started to use my new machine on (B)(6) 2021, the cough has disappeared. FDA safety report ID# (B)(4).